Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was in overdischarge due to non-compliance. The rep attempted multiple physician mode recharges (pmr) to no avail. The rep said the ins battery would be replaced. It was noted that the issue was not resolved at the time of the report and surgical intervention was planned. No further complications were reported.